Manufacturer narrative:
Manufacturing and quality control data we have no further traceability data (for example product or serial number). Nevertheless, for every production batch we can prove that there were no deviations. The valves are manufactured by qualified employees. The valves were sterilized by miethke and released for shipment after final inspection. The valves are manufactured by qualified employees. The valves were sterilized by miethke and released for shipment after final inspection. All parameters (opening pressure, reflux, tightness, adjustability and brake function) have been inspected and approved during the manufacturing process. Result an investigation was not possible because no sample was sent for investigation. It is possible that protein deposits inside the valves affect the function of the valve and have led to a blockage. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. However, we cannot finally clarify what influenced the blockage, this would be require an examination of the valve.

Event description:
No product received for analysis.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: some particles in the delivery liquid. Permeability test: the test showed that the gav 2.0 is non-permeable. Computer control test: the computer controlled test was not applicable, due to the detected blockage, described in point "permeability test". Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, some deposits were found in gav 2.0. Results: we would like to note in advance that the returned product was removed in (B)(6) 2021 and the product returned in (B)(6) 2021. The testing of valves sent in a long time after the replacement is only of a limited value. The product performance can be affected by storage. Despite this we have tested the device to the best of our abilities. Based on our investigation results, we can identify a blockage in the valve. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a gav 2.0 (part #fx214t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be operating in underdrainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 9 months. Gender: male.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
The end customer suspected a blockage of a shunt. No further information are available.